Manufacturer narrative:
The product sample was not returned. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint was not confirmed. The determination of root cause was not possible. Based on the customer reported failure vibration alarm, its possible this complaint was as a result of a defective transducer. However, without testing it was not possible to verify. UDI: (B)(4).

Event description:
A distributor reported that during test mode at the incoming inspection of goods, the c2602 cusa excel 36khz straight handpiece had a vibration alarm occur using a c4610s tip on (B)(6) 2019. There was no patient involved.